Event description:
It was reported that during a laparoscopic cholecystectomy the valve on the device leaked. Another device was used to complete the procedure. There was no injury to the pt. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis found that the device met all functional testing criteria. The device passed two leak tests, there were no cracks seen upon visual inspection and the seal cap was not loose in any manner. It was noted that the seal cap did not sit completely flush on the sleeve; it sat at an angle. The obturator was not returned.